Event description:
See manf. Report #21822207200903839 for prior events. The patient was receiving modest relief of pain for a few weeks, but began to develop another pseudomeningocele. The physician decreased the dose over a few weeks down to a minimal rate and planned to have the pump system removed. Three days before the procedure, he presented to the ER with symptoms of a cva. He has known arterial occlusions of his vertebrobasilar arterial system. His scans were equivocal and he had recovered somewhat, but with some significant neurologic deficit. The physician was in contact with his neurologists who treated him and they were initially not suspect that he had an overdose of narcotic and the pump telemetry confirmed this; however, the discharge summary from the admission lists his diagnosis as 'non-traumatic brain injury secondary to malfunction of intrathecal (morphine) pump'. Additional information is being requested.